Manufacturer narrative:
H3: product analysis of the device found that visually, there was no significant carton damage. The pouch was opened from 3 sides out of 4. The tray and red/white electrode were missing from the pouch, and only endotracheal tube and green electrode were returned. There was a biological contamination on the tube. Both blue leads (positive and negative) were damaged (bent) near the cuff balloon. Electrically, the resistance of each lead shall be between 1.7 and 3.7 ohms and actual measurements were red 3.5 ohms, red (with clear tube) 3.6 ohms, blue 3.4 ohms and blue (with clear tube) 3.5 ohms which showed all leads being within specification. For further analysis used syringe to inflate/deflate 20cc of air into cuff balloon without any issues. Functionally, there was no intermittent behavior while manipulating connections. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while trying to intubate the endotracheal tube into the patient, it was found that the cuff leaked air. The packaging was damaged while unboxing the product, and the blue lead was also found damaged. Another emg tube had a lead damage. There was no known patient impact associated with this event.